Event description:
It was reported that the target lesion was located in the proximal circumflex with heavy calcification and no tortuosity. During the crossing attempt, the xience prime stent dislodged from the delivery system, at the level of the left main, due to the calcified artery. The dislodged stent was retrieved with a snare. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: only the dislodged stent implant was returned for evaluation, thus confirming the complaint. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(40. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.